Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on the ilet and, after troubleshooting with support, performed a complete supply change including replacing the infusion set and cartridge; the alert resolved following the supply change. Symptoms included an occlusion alarm without reported adverse clinical effects. Outcomes included restoration of insulin delivery after component replacement without medical intervention. Investigation included guided troubleshooting, verification of supply change steps, and documentation of the affected components. Investigation of this case revealed an infusion set-related occlusion consistent with flow obstruction that resolved with new disposables, indicating a probable transient blockage at the infusion set or cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-dependent disposable component obstruction that resolved with replacement.